Manufacturer narrative:
Results: the pusher assembly was bent at approximately 2.0 cm from the proximal end of the pusher assembly at the pull wire/hypotube junction. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The embolization coil was intact with the distal tip of the pusher assembly and the coil had offset coil winds at its proximal end. Conclusions: evaluation of the returned ruby coil revealed offset coil winds. If the introducer sheath is not properly aligned with the hub of the parent device, resistance may be experienced. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration microcatheter with moderate resistance. The offset coil winds likely contributed to the resistance experienced during the functional testing. Further evaluation revealed kinks on the pusher assembly. These kinks were likely incidental to the reported failure and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance the ruby coil into the non-penumbra microcatheter and, therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.